Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6), USA. The title of this report is ¿the use of pediatric flexible intramedullary nails for minimally invasive fibular fracture fixation¿ which is associated with the stryker t2 kids flexible nailing & stryker plating system. Within that publication, post-operative complication/ adverse events were reported, which was published on july 2018. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses delayed healing. The report states: ¿the patient experienced minor delays in the healing of the small percutaneous stab incisions but eventually healed with local wound care.¿